Manufacturer narrative:
Failure analysis confirmed that the insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. Analysis inspected the pump and no trace of moisture damage found on the electronic/motor assembly. Cracked battery tube threads and scratched on display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, keypad anomaly and alarmed button error. The customer's blood glucose reading was 95 mg/dl at the time of the call. The customer stated the button error alarm occurred after the insulin pump was exposed to water. She stated the keypad was unresponsive after the water exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.